Event description:
Technician alleged that the right head siderail is damaged and will not lock in upright position. No injuries reported.

Manufacturer narrative:
Technician found the locking arm to the siderail broken off and the slide bracket was bent. The technician replaced the slide bracket and the right head siderail to resolve the issue.